Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced wide spread phrenic stimulation by the left ventricular (lv) lead. The lv lead was explanted and replaced. During the revision procedure, a his lead was attempted, yet it did not bite and dig into the septum after several attempts. The his lead was removed and replaced. No further patient complications have been reported as a result of this event.